Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the past 12 months. Customer complaint was verified by functional testing. Both the water tank cover and enclosure leaked.

Event description:
It was reported that the device had leaking. There were unknown patient harm or adverse effects reported as a result of the event.